Event description:
(B)(4) study. It was reported that following a coronary artery stenting treatment procedure the patient experienced angina and restenosis. Lesion 1 was located in the proximal right coronary artery with 75% stenosis and was 19 mm long with a reference vessel diameter of 3.5 mm. The physician treated the lesion with direct stent placement using a 3.50 x 24 mm taxus liberte stent with 0% residual stenosis. Lesion 2 was a de-novo lesion located in the left main coronary artery with 75% stenosis and was 7 mm long with a reference vessel diameter of 4 mm. The physician treated the lesion with direct stent placement using a 4.00 x 12 mm taxus liberte stent with 0% residual stenosis. The patient was discharged the next day on aspirin and prasugrel. At 184 days post index procedure, the patient was admitted for unstable angina. In-stent restenosis was discovered in the proximal right coronary artery. The physician treated the restenosis with placement of a drug eluting stent with 0% residual stenosis. The patient was discharged the same day on aspirin and prasugrel

Event description:
It was further reported that at the time of the event, the patient presented with chest pain associated with dyspnea, occasional palpitations and orthopnea and was hospitalized the same day. The ostial in-stent restenosis of the previously deployed study stent in the proximal rca was treated with placement of 3.5 x 12mm promus stent with 0% residual stenosis.

Manufacturer narrative:
(B)(4).

Manufacturer narrative:
(B)(6). Device is a combination product. Device evaluated by manufacturer: it is indicated that the device will not be returned for evaluation; therefore a failure analysis of the complaint device could not be completed. A review of the batch history, historical trending, and similar complaint trending review for the product family will be conducted. If there is any further relevant information from that review, a supplemental medwatch will be filed. (B)(4).